Manufacturer narrative:
Additional devices implanted and/or related to this event: plc271000/24310998, UDI (B)(4) and plc271200k/21566007, UDI (B)(4). The gore excluder aaa endoprosthesis instructions for use (IFU) states potential device or procedure related adverse events section includes but is not limited to stroke and death.

Event description:
The fsa reported the following: on (B)(6) 2022, this patient underwent an endovascular repair for an abdominal aortic aneurysm with gore excluder aaa endoprostheses and bilateral iliac aortic aneurysms treated with a gore excluder iliac branch endoprostheses. The patient tolerated the procedure. It was reported that two hours post procedure, the patient had a stroke. Twenty-four hours after the stroke, the patient expired. The physician did not attribute the death to the gore devices or procedure.

Manufacturer narrative:
Addition h6 component code.